Event description:
It was reported that, "the pt fell, fractured the patella. Poly was changed to cs #2 11 mm thick."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Pt was done elsewhere, no notes, x-rays, etc. No other info per hospital protocol. If add'l info becomes available, it will be submitted in a supplemental report.